Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tension needed to pull back the trigger seemed more difficult compared to the vasoview hemopro that they used to use. The harvester asked to switch out the camera and the kit two times. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device malfunctioned and was replaced with a new kit. That kit also had a device malfunction. A third kit was opened to complete the case. I will submit a separate report for the other kit. I am awaiting further details from the (B)(6). Additional information (B)(6) 2018 acct mgr paul silvi - the harvester was frustrated with the amount of tension needed to pull back on the cutting device trigger. This added to his frustrations of having camera equipment problems. The harvester asked to switch out the camera and the kit two times. The tension needed to pull back the trigger seemed more difficult compared to the vasoview hemopro that he used to use. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tension needed to pull back the trigger seemed more difficult compared to the vasoview hemopro that they used to use. The harvester was frustrated with the amount of tension needed to pull back on the cutting device trigger. This added to his frustrations of having camera equipment problems. The harvester asked to switch out the camera and the kit two times. The hospital did not report any patient effects. Related to (B)(4).